Manufacturer narrative:
(B)(4). Additional information received:surgeon advised that there was no damage to the patient or change in plan for the patients care.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open radical cystectomy procedure, the device was activated and closed over the tissue medial to the bladder and after activation and advancement of the blade the device would not open - even when they tried to force the handles open. They had to cut around the device jaws in order to remove it. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Delay of twenty five minutes.

Manufacturer narrative:
(B)(4). Additional information: batch # m92c4w. The device was received with jaws stuck closed with small piece of tissue between the jaws. The jaw was forcibly open to clean the jaws and no anomalies were observed with the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). Once the jaws were cleaned no issues were noted with opening and closing of the jaws. The accumulation of tissue or body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. There were no anomalies noted with the functionality of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.